Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed, and a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an undisclosed procedure that the endoeye flex deflectable videoscope exhibited error code e218 - scope error. The procedure was completed with a competitor's device. There were no reports of patient harm.